Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to patient continued to experience recurring incontinence after original implant in january 2019. Physician removed the original cuff, balloon, and pump and found the balloon to have a minor leak in it. The lot numbers for these components are unknown and the doctor did not wish to have these items shipped back to boston scientific. The patient was implanted with a new 3.5cm cuff, a 61-70 pressure regulating balloon, and a new pump. No known complications occurred during this surgery.